Event description:
It was reported that recent device assessment shows a change in the ground path impedance, as well as 5 electrode channels in status sc. No illness or head trauma were reported, but the pt is reported to have had a recent fall. Testing carried out on (B)(6) 2011, shows cpi at 4.32 kohm with suggested short circuits on 5 electrode channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation when available, a device failure analysis will be submitted as follow up report.